Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Explanted date - the device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a percutaneous coronary intervention (pci) surgery using a 7fr artery sheath, they conducted angiographic to confirm the indication of femoral artery closure. They planned to close the artery with an 8fr angio-seal device. The whole procedure went on well, however the patient was found bleeding in the puncture site after six hours. They conducted both manual hemostasis and bandage hemostasis. There was no harm found on the patient and the patient was in stable condition. The patient had a medical history of coagulopathy. The patient was discharged. There were no other devices or equipment used with the reported product. Additional information was received on 24apr2020. The puncture site was at the femoral artery. The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.